Event description:
It was reported that (B)(6) 2015, a patient presenting with thoracic aortic aneurysm was treated with gore® tag® conformable thoracic stent graft. On (B)(6) 2022, the endoprosthesis was explanted due to a type a dissection of the visceral aorta.

Manufacturer narrative:
Imaging evaluation: the imaging evaluation performed by a clinical imaging specialist showed the following: the images provided demonstrate a dissection beginning in the descending thoracic artery. No pre-implant images were provided. There are multiple tears/communication within the visceral aortic segment. The distal end of the second ctag device lands within a straight section of the descending thoracic artery. There is another more proximal endograft visualized within the dta. The date or dates of device implantation(s) are unknown. The distal abdominal aorta and iliac vessels do not appear to contain a dissection. The images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. With the information reported to gore this investigation is considered complete, the cause of the complaint was unable to be determined. According to the gore® tag® conformable thoracic stent graft instructions for use (IFU), adverse events that may occur and/or require intervention include but are not limited to vascular trauma.

Manufacturer narrative:
The device has been explanted and evaluated in a third party laboratory. The results of this laboratory are being evaluated. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on (B)(6) 2015, a patient presenting with thoracic aortic aneurysm was treated with gore® tag® conformable thoracic stent graft. On (B)(6) 2022, the endoprosthesis was explanted due to a dissection of the visceral aorta.